Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.00/+1.5/073 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vaulting. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Additional data: b5: the lens was replaced on (B)(6) 2022 with a shorter lens and the problem was resolved. Cause of the event was unknown. Corrected data: b2: required intervention to prevent permanent impairment/damage. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).